Manufacturer narrative:
The medical facility records indicate that there was an unspecified malfunction of the nalu system and pain related to that system, leading to an explant. The patient was contacted for a follow-up and reported to nalu personnel that they had experienced "severe pain" which led to a hospital visit. Per the patient, during the evaluation at the hospital the nalu leads were found to have migrated, which was causing the pain symptoms. Review of nalu patient records found no prior complaints or issues related to this patient during the prior year that the system had been in use. The patient did not share any specific events such as a fall or other trauma that may have contributed to lead migration more than a year after implant and there are no images shared with the firm to confirm the placement of the components at the time of the pain symptoms. At the time of reporting the device remains on hold at the medical facility and has not been returned to nalu for evaluation. It is unlikely that a nalu lead migrated significantly enough to cause severe pain more than a year after implant without having any other external contributing factors. It is more likely that an unknown external event contributed to the device movement or that the pain symptoms are unrelated to the device itself.

Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat lower back pain. The implantable pulse generator (ipg) was placed in the lower back area with the leads targeting the cluneal nerve. On 04/09/2025 a nalu representative was notified by a medical facility analyst that the patient had undergone a full system explant on (B)(6) 2025.